Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. Lot: UDI (B)(4). Code 22: according to the gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: death.

Event description:
On (B)(6) 2014, the patient was implanted with a conformable gore® tag® thoracic endoprostheses to treat a tear in the descending thoracic aorta. The graft was placed as such, covering the left subclavian artery. Normal flow remained in the left common carotid vessel. The procedure also successfully covered the entry tear in the thoracic aorta immediately reperfusing the true lumen. Final imaging with angiogram and ivus showed blood flow to both renal arteries after stenting, as well as "excellent" profusion through the thoracic aorta, abdominal aorta and mesenteric vessels. It was reported the patient expired the following day, (B)(6) 2014. No information on the cause of death was reported.